Manufacturer narrative:
A trumpf medical service technician was dispatched to evaluate the operating table. The data log was reviewed which revealed error codes indicating an integrated table motion function request to disconnect and that the table was operating on battery power. In addition, the main power board was found to be inoperative and was replaced by the technician.

Event description:
During a procedure, a trumpf medical trusystem 7000 dv operating table unpaired and then paired again with a davinci surgical system.